Event description:
A report was received that the patient was having frequent and extended ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patients battery was non-functional. The patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg will not be returned to bsn.

Event description:
A report was received that the patient was having frequent and extended ipg charging. The patient will undergo an ipg replacement procedure.